Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. On button is not working.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on 22nd december 2011. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2013 and was manually powered up on 2 occasions. Later on (B)(6) 2013, the device records a failed self-test due to a low battery during a manual power up. The user would have been alerted with a "warning low battery, device service required" prompt and a flashing red status led. Information from the history log shows a significant decrease in voltage, suggesting the pad-pak was not correctly seated during the self-test. The pad-pak was removed. A pad-pak was reinstalled on (B)(6) 2017, the device passed an auto self-test and records multiple manual power ups. The device successfully performed the weekly auto self-test on (B)(6) 2017. Immediately following the weekly auto self-test on (B)(6) 2017, the device records multiple manual power ons of ten minutes duration, and of a continuous nature. These power ups continue up to and including the last log entry on (B)(6) 2017. During this time an installed pad-pak became depleted. The returned pad-pak was inserted into the device, which failed to power on. After further investigation it was found that a capacitator had become defective. The failure of the capacitor would cause the device to fail to power off correctly following either a manual power up or an auto self-test. This may have been interpreted by the user as the on button not working, as per the reported fault and would also account for the multiple manual power ups of ten minutes duration recorded in the history log. The fault was witnessed during the investigation. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.